Event description:
The customer stated that approximately 44 patient samples had abnormally low results for ise indirect na for gen.2 when tested on a cobas 6000 c (501) module on (B)(6) 2018. The customer tried calibrating, but calibration readings were unstable. The customer noted that calibration readings were higher than what was recovered earlier in the month. The customer also noted that electrodes had been changed two weeks prior to (B)(6) 2018. The customer provided data for two patient samples with erroneous na results. These results were reported outside of the laboratory and questioned by physicians. The samples were repeated, but recovered the same values. The first sample resulted with an na value of 112 mmol/l. The second sample resulted with an na value of 126 mmol/l. The patients were not adversely affected. The na electrode lot number and expiration date were asked for, but not provided. The field service engineer cleaned the ise assembly and replaced the na electrode. He ran ise checks and precision studies. The customer ran calibration and controls. Controls recovered within the customer's specifications. The customer later repeated the two samples again, but declined to provide the repeat results. The customer confirms there have been no further issues.

Manufacturer narrative:
The investigation determined that the service actions resolved the issue.